Event description:
It was reported that this right atrial (ra) lead exhibited myopotential noise with oversensing in bipolar and triggered false atrial tachy response (atr) episodes, suggestive of possible insulation breech. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).